Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was estimated that "images are not displayed" was caused by a failure of qb board. We also found the device did not start because of a failure of g2 board. The root cause of the board failure cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during inspection, the high definition lcd monitor could not start up. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device could not be started up, there was no image, the color on the image was abnormal, the bezel plate was scratched and the key was not responding. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.